Manufacturer narrative:
Received 1 unused catheter for evaluation. The reported event was confirmed as manufacturing related. During the visual evaluation, no issues were observed for the problem reported. Per the functional evaluation, the catheter balloon was inflated with air and deflated without problems. Then the catheter balloon was inflated with 10cc of a mix of tap water and blue methylene, using a syringe, and water flow was very slow. It felt difficult to deflate the balloon. The balloon was cut and found that the notch was not completely perforated, and the flash was added to the shaft. The device history record was reviewed and found nothing that could have caused or contributed to the reported event. The instructions for use state the following: "recommended inflation capacities 3cc balloon: use 5cc sterile water; 5cc balloon: use 10cc sterile water; 30cc balloon: use 35cc sterile water; do not exceed recommended capacities. To deflate catheter balloon: gently insert a syringe in the catheter valve. Never use more force than is required to make the syringe ¿stick¿ in the valve. If you notice slow or no deflation, re-seat the syringe gently. Allow the balloon to deflate slowly on its own. Do not aspirate or manually accelerate the deflation of the balloon. If permitted by hospital protocol, the valve arm may be severed. If this fails, contact adequately trained professional for assistance, as directed by hospital protocol. Should balloon rupture occur, care should be taken to assure that all balloon fragments have been removed from the patient. Visually inspect the product for any imperfections or surface deterioration prior to use." (B)(4).

Event description:
It was reported that during the pretest, the user could not withdraw water from the catheter while trying to deflate the balloon. The catheter was replaced.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
It was reported that during the pretest, the user could not withdraw water from the catheter while trying to deflate the balloon. The catheter was replaced.